Event description:
Three hours after implantation of two cypher stents, patient started having chest pains and was vomiting. By the twelfth hour, the patient's condition deteriorated requiring intra aortic balloon pump and pcps insertion. Patient eventually went into cardiopulmonary arrest and expired. The procedure to implant the cyphers was an emergency case due to acute myocardial infarction. Target lesion was a 35mm x 3.0 mm type c, de novo and concentric lesion in the mid left anterior descending coronary artery. Aspiration was conducted. Pre-dilatation was conducted with a balloon (voyager 3.0/23mm) at 10atm for 20seconds (twice). First cypher (3.0/23mm) was implanted at 16atm for 40seconds (twice). Then a 2nd cypher (3.0/18mm) was implanted at 16atm for 40seconds (twice) proximal ot the 1st cypher overlapping it. Post-dilatation was conducted with a balloon (voyager 3.0/23mm) at 10atm for 20seconds (twice). The residual % of stenosis was 0%. Intravascular ultrasound was conducted. Timi flow before the procedure was 1 and 3 after the procedure. Act was not measured. When the patient's condition deteriorated after the vomiting and chest pain episode, a coronary angiography revealed a thrombus from the left main trunk coronary artery through the distal end of the implanted cypher. Aspiration of the thrombus restored flow, but the patient went into cardiopulmonary arrest and expired. According to the physician, cause of thrombotic event was acute myocardial infarction and cause of death is acute myocardial infarction. Please note that this product is not distributed in the united states, however, it is similar to a product that is sold in the united states. This is one of two products involved in the same patient and reported under manufacturing number 9616099-2007-00244 and 9616099-2007-00245. Additional info will be submitted within thirty days upon receipt.